Event description:
The facility's purchasing department reported an infusion pump with an 812:02 failure code. The purchasing department did not know if the pump was in use on a pt when the failure occurred. Although attempts were made by baxter's technical support to obtain additional information from the reporting facility, details were not available regarding pt status, medical intervetion, pt injury, age of pt, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact information was provided.